Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s connector pin was broken. As a result, they couldn¿t charge their ins and it was depleted and they were shaking because of it. They were shaking so bad they couldn¿t even eat. Reps were notified and would be helping them with a temporary recharger until they got their replacement in the mail.